Event description:
Additional information received noting that the patient underwent surgery and only had their generator explanted.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The patient had their vns disabled due to experiencing chest discomfort and was referred for surgery. The zapping pains in the chest have resolved since having the device disabled but the patient still reports chest discomfort. The patient's device was turned back on to lower settings and they will be slowly titrated up. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Additional information received noting that the patient had both their generator and lead removed back in (B)(6) 2023. The suspect device was received but product analysis is still underway.

Event description:
Product analysis was completed on the returned lead. An interrogation and a system diagnostic test were performed. The device output signal was monitored for more than 24-hrs and a comprehensive automated electrical evaluation (shows an ifi=no condition) was performed. No anomalies were seen, and the device performed according to functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator.